Event description:
Reference MFR. Report#: 3006705815-2021-01676.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-01676. It was reported the patient underwent an scs permanent implant procedure on (B)(6) 2021. During the procedure, the patient flatlined after their leads and anchors were placed. Next, the patient was resuscitated and transferred to the emergency room of a nearby hospital in stable condition. The following day, the patient's leads and anchors were removed.